Manufacturer narrative:
(B)(4). G2: foreign - event occurred in singapore. The product was recently received, and the zimmer biomet investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a surgical screwdriver broke off intra-operatively during a procedure. The screwdriver fractured during use under normal surgical technique of the right surgical side. The procedure was successfully completed without patient consequences, impact, or delay using the same screwdriver. All debris was removed. There were no contributing conditions related to the event. Attempts have been made and no further information has been provided.